Manufacturer narrative:
(B)(4) - (unable to bow). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a ultratome double lumen sphincterotome was used during a papillotomy procedure on a pig, performed on (B)(6), 2009. According to the complainant, the device was used during a procedure called natural orifice of transluminal endoscopy surgery. The ultratome was used to perform a papillotomy in a pig's papilla of vater, when an unknown manufacturer's guidewire cut through the plastic sheath of the tome. This lead to an inability to bow the cutting wire of the tome. The procedure was not completed, as another ultratome double lumen sphincterotome was not available. There were no patient complications reported as a result of this event.